Manufacturer narrative:
Vyaire file identification: (B)(4). 81 other - the suspect device/part was not returned for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the avea ventilator won't achieve over 2cmh2o peep (positive end expiratory pressure). The unit was also auto-cycling. There is no information of patient involvement associated with the event as of this time.